Event description:
During an atrial fibrillation procedure, air aspirated during transseptal puncture. The sheath was replaced and procedure was finished successfully without adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.